Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical displays and confirmed that the monitors were displaying distorted due to an issue with the control configuration. The technician configured the control systems, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their vividimage 4k surgical displays were showing distorted displays and had intermittent power issues. No report of injury.